Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had no response(would not turn on / off). There was no patient involvement.

Event description:
It was reported that the device had no response (would not turn on / off). There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b17, annex c: c20, annex d: d15. Additional information: device available for eval? Returned to manufacturer on, device return to manuf.? Device eval by manufacturer?. Annex a: a0721, annex g: g0201202, g02005, annex b: b01, annex c: c0201, annex d: d02. H3 other text: see manufacturer narrative.